Event description:
Allergan sales representative reported on behalf of the explanting physician the explantation of a lap-band sys 10.0cm, as there were "weight loss concerns [and the] pt reports intolerability." Further follow up will be conducted to gather additional info.

Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and the implant date. The info has not yet ben received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of (B)(6) 2000, clinical study, 299 pts total)."